Manufacturer narrative:
Product investigation summary: the investigation has shown that the nose on the handle is broken off and the broken surface is completely flattened. Further investigation has identified some hammering blows and material deformations on the surface of the instrument. Based on these findings, it is likely that this instrument was in use for a long time. The review of the production history revealed that this instrument was manufactured in september, 2014 according to the specifications. No abnormal findings were identified. Based on this information, it is likely that the cause of failure is not due to any manufacturing non-conformances. More likely, normal wear and tear, in combination with the mentioned torsional forces, caused this breakage. No indication for material, manufacturing, or design related issues were found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter phone number: (B)(6). Manufacturing location: (B)(4). Manufacturing date: september 23, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported, that part of the insertion handle for expert tibial and femoral nails broke off. It is unknown when the device broke; this was detected during cleaning process. There was no reported patient involvement. This is report 1 of 1 for (B)(4).